Manufacturer narrative:
Intuitive surgical received the grasping retractor instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted diaphragmatic hernia repair surgical procedure, the grasping retractor instrument was found to have frayed cables. It was further reported that the instrument couldn't be removed from the cannula, therefore, the cannula had to be removed from the patient. There was no report of fragments falling into the patient. There was no report of patient harm, adverse outcome or injury.